Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2267 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) explained the alarm and had the caregiver (cg) close all clamps then cycle power to clear the alarm. The tsr advised the cg to discard supplies and finish with a manual. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted caregiver (cg) on (B)(4) 2012 regarding the system error 2267 alarm. The cg reported that the issue was resolved, but he did not know the cause of the alarm. Per cg, there were no loose connections, disconnections or defects on the supplies. The cg stated that he discussed the alarm with the home patient's (hp) nurse. Per cg, the hp did not have any injury or harm as a result of this incident. The cg stated that the hp is doing fine and continuing therapy without issues. The cg stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.